Event description:
Information received notes the patient felt "left scapular pain and generalized weakness for about 1 week." The pain worsened and radiated to her jaw. After arriving at the emergency room, the patient felt better. The patient felt that the device was continuously pacing along with "n/v and chest pain". It was determined that the device was in back-up mode and attempts to interrogate and reprogram were unsuccessful.